Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. In the physician's opinion, the most likely cause of the rupture of due to moderate calcification at the leaflet level. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards european affiliate, the patient underwent implant of a 29mm sapien 3 valve in the aortic position by transfemoral approach. The valve was implanted at the correct height. During final stage of valve deployment the patient had sudden hemodynamic deterioration with low cardiac output. Large pericardial bleed from possible annular rupture was confirmed on echo. Anesthetic and surgical support called for urgent surgery. The sapien 3 valve was removed and avr/aortic root repair was performed. A cep rsr pericardial bioprosthesis was implanted. The patient was well after the procedure. The patient had moderate calcification at leaflet level.